Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent vaginal sling revision, a & p repair, anterior colporrhaphy, partial vaginectomy, cystoscopy, and uethrolysis on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, vaginal discharge, adhesions, vaginal inflammation and hematuria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, cystocele and rectocele on (B)(6) 2009 and mesh was implanted. The patient experienced pain, multiple infections, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and urethrocele with stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, infection, bowel problems and vaginal scarring. It was reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2012 due to pelvic pain, exposed graft and vaginal scarification. It was reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2012 due to exposed graft and scarification. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-26122. The same patient is represented in each medwatch.